Event description:
A report was received that a patient's precision system was explanted due to an infection at both the lead and pocket site. The patient exhibited symptoms of redness and pus at the pocket site. The patient was prescribed oral antibiotics and is reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn for evaluation, as they were discarded by the medical facility.